Manufacturer narrative:
This report is submitted march 22, 2018.

Event description:
Per the clinic, it was reported that the patient was hospitalised on (B)(6) 2017, through (B)(6) 2017, due to skin flap issues over the implant site. During the hospitalization, cultures returned (B)(6) for an (B)(6) infection. Subsequently, the patient was administered with IV antibiotics. The patient returned to routine care at the hospital to monitor the skin flap. On (B)(6) 2018, the flap tissue was observed to have become thin, and subsequently broken down, exposing the implant. On (B)(6) 2018, the patient underwent revision surgery and the device was explanted. The electrode array was left insitu in order to preserve the cochlea for future implantation.